Event description:
It was reported the subject device had damaged fiber bonding in the outer tube area (distal end), and the video cable was broken, therefore, stripes occurred in the image (image was flickering). The scope was plugged into the stack during a surgical procedure, the image was flickering. Another scope was used. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the subject device had damaged fiber bonding in the outer tube area (distal end), and the video cable was broken, therefore, stripes occurred in the image (image was flickering). The scope was plugged into the stack during a surgical procedure, the image was flickering. Another scope was used. There were no reports of patient harm.